Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the renal artery. The 5.5 x 18 mm herculink elite stent delivery system was advanced. However, the stent delivery system had difficulty advancing into the vessel, due to the anatomy, and an attempt was made to remove. Resistance was noted and the device was unable to be removed. A guide catheter was advanced over the stent delivery system and the stent delivery system was able to be removed. It was noted that a stent strut was flared and it was suspected that the flared stent strut was catching on the vessel wall. No tissue damage was noted due to the difficulty removing the device. There was no adverse patient effect and no clinically significant delay in the procedure. The procedure continued with implantation of a non-abbott coronary stent. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information provided, the reported difficulties appear to be due to circumstances of the procedure. The resistance during advancement and removal was likely due to interaction with the anatomy. Additionally, it is likely that during the attempt to advance against resistance, the stent to become compromised on the balloon resulting in material deformation to the stent. The additional treatment was due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.